Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet generated an alert 32 indicating a delivery motor communication error immediately after multiple restart attempts, and the pump was replaced with education provided on using back-up therapy and shutting down the device to avoid further alerts. Symptoms included hyperglycemia with a reported peak glucose of 256 mg/dl without ketosis, loss of consciousness, or other acute complications. Outcomes included temporary use of back-up therapy, no hospitalization, and no professional medical intervention. Investigation included product technical support, troubleshooting and user education. Investigation of this case revealed a suspected communication failure between the delivery motor and processor consistent with a device malfunction localized to the delivery motor communication pathway. It was concluded that the cause was a device-related malfunction with an undetermined specific root cause.